Manufacturer narrative:
Investigation summary: there were no samples or photos available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record was performed and no quality issues were found during production.

Event description:
It has been reported that one 20g x 1.88in (1.1 x 48 mm) insyte has been found with a cracked catheter during use. The following has been provided by the initial reporter: when the doctor performed deep venous catheterization, the catheter was used for guidance with the indwelling needle. When the catheter was pulled out, it was found that the catheter was fractured, there was a 2.5cm broken catheter part remained in the patient's blood vessel. Upper body x-ray examination showed that there was no broken tube. The patient is no danger for now.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one 20g x 1.88in (1.1 x 48 mm) insyte has been found with a cracked catheter during use. The following has been provided by the initial reporter: when the doctor performed deep venous catheterization, the catheter was used for guidance with the indwelling needle. When the catheter was pulled out, it was found that the catheter was fractured, there was a 2.5cm broken catheter part remained in the patient's blood vessel. Upper body x-ray examination showed that there was no broken tube. The patient is no danger for now.